Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated, purple striped there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: complete blocking of extension: are you able to indicate the date of the incident in dd-mm-yyyy format? (B)(6) 2023. Are you able to provide us with the batch number of the product in question ? Yes, lot# 23049114. How many devices failed during the procedure ? One. Was the problem described above seen before or during use ? During use. Did the incident occur in the course of patient care? Yes. If so, has the patient or healthcare professional experienced an adverse event or serious harm? No. What was the consequence for the patient ? We had to change the entire tubing was there a delay or change in the administration of treatment due to this incident? Yes, a delay to change the defective tubing. What kind of intervention was involved? Change of extension before starting treatment. Did the incident require medical intervention? No.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer complaint that the set was unable to be flushed could not be verified due to the product not being returned for failure investigation. A device history record review for model mpx5300-c lot number 23049114 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported while using bd maxplus¿ extension set, pressure rated, purple striped there was a clog. There was no report of patient impact. The following information was provided by the initial reporter: complete blocking of extension are you able to indicate the date of the incident in dd-mm-yyyy format? 17-07-2023 are you able to provide us with the batch number of the product in question? Yes lot# 23049114. How many devices failed during the procedure ? One. Was the problem described above seen before or during use ? During use. Did the incident occur in the course of patient care? Yes. If so, has the patient or healthcare professional experienced an adverse event or serious harm? No. What was the consequence for the patient ? We had to change the entire tubing. Was there a delay or change in the administration of treatment due to this incident? Yes, a delay to change the defective tubing. What kind of intervention was involved? Change of extension before starting treatment. Did the incident require medical intervention? No.